Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011. During the procedure, the surgeon was reaming the femoral canal when the reamer fractured. Part of the reamer was retained by the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report submitted (B)(4), 2011.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest that the reamer fractured due to rotational bending overload.this report filed (B)(4), 2011.